Event description:
Patient had mediport implanted for administration of cancer medications. About a month later, the patient was receiving the third round of chemotherapy (adriomycin and cytoxin) at outpatient infusion center. On first access of mediport there was no blood return and would not flush. The needle was removed. A second access of mediport was performed with blood return and easy flush. The adriomycin was infused without problem. After an hour of the cytoxin infusing the patient complained of pain at site of mediport. The infusion was immediately stopped and swelling was noted around the clavicle. The patient had a port study done on the next day which revealed a rupture of the lateral port as well as rupture at mid catheter. Five days later, the patient was admitted to the hospital for continued pain and cellulitis at the site as a result of infusion of chemotherapy agent into tissue. One day later, the mediport was removed. The patient is being treated with antibiotics and old port site is being monitored for healing. Patient will then be assessed for placement of new IV access.what was the original intended procedure?chemotherapy.device #1is this a laboratory device or laboratory test?no.